Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during a routine follow up a CT identified a type ia endoleak due to disease progression. The aneurysm had increase to 70mm in diameter. No clinical sequelae were reported and the patient will continue to be monitored.